Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was attempting to set up bolus wizard and the act button on the insulin pump was unresponsive. The numbers kept scrolling when customer attempted to enter her carbohydrates. Customer's blood glucose was 132 mg/dl. Customer stated she had the device in her pocked and she normally wears in pocket or has it in a case. When it was hot she was outside and seating. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is returning the device so it can undergo further analysis.